Event description:
As reported via the edwards clinical specialist, a spiral dissection of left external iliac down to left common femoral artery occurred during a transfemoral transcatheter aortic valve replacement (tavr) procedure. The left common femoral artery was accessed via cut-down. Serial dilation was performed with the dilators and a 22fr retroflex 3 introducer sheath was advanced with minor resistance. A 23mm sapien valve was implanted across the native aortic valve without incident. Contrast was injected through the introducer sheath during removal and a dissection in the external iliac that traveled down to the common femoral, with extravasation of contrast in that area was noted. A 10mm x 5cm and two 8mm x 5cm stents were placed and a 8mm surgical graft was sutured into place. Post procedural femoral angio showed the dissection/perforation was sealed with good flow. The patient remained stable during entire procedure.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's access vessel was measured to be 7.0 mm with noted mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline access vessel size in combination with calcification or tortuosity that may not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.